Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. Device logs and patient event files were exported for further analysis. Upon review of device logs and patient fervent files, the device was charged to 100j and delivered shock successfully at the time when customer reported shock failed. The reported issue was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Additional information: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. Device logs and patient event files (pef) were exported for further analysis. Upon review of device logs and patient fervent files, the device was charged to 100j and delivered shock successfully at the time when customer reported shock failed. The reported issue was not confirmed. Log analysis and pef file review determined that there was one instance of energy selection/charging/shock delivery, which the device executed correctly. Based on this information, the device did not cause or contribute to the reported failure to discharge. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Health impact grid updated to delay to treatment/therapy.

Event description:
Additional information: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicating the device failed to deliver shock after charge, and the user switched to another device to continue resuscitating. Device was in clinical use at time of event. The failure to shock occurred during an emergency cardioversion. The delay to obtain an alternative device was no more than 2 minutes. There was no harm alleged. The reported event has been assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device failed to discharge after charging. Medical and nursing staff found the old device substitute before rescue the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.